Event description:
It was reported that after lens implantation, on the first day after surgery, doctor found that the lens haptic in the patient's eye was damaged and had to be explanted and replaced. No further information available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section e1: initial reporter first & last name: information unknown/not provided. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6) section h3-other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.